Manufacturer narrative:
No product will be returned for evaluation purposes. (B)(4).

Event description:
During a hip arthroscopy procedure it was reported the surgeon used a biomet curvel drill guide and introduced the twist flex drill bit and the the drill tip broke off in the patient's bone. Surgeon was unable to retrieve the broken piece from the patient. Surgeon tapped the drill bit enough so it was embedded into bone so nothing was sticking out. Trying to remove it would have caused more damage than leaving it in. The patient's hip labrum was completely detached. Surgeon used a different anchor and all was fine. Per sales rep. The surgeon used biomet curved guide along with 2.3 bioraptor curved anchors in the procedure. Per IFU, the smith & nephew curved drill guide is recommended to be used with the 2.3 bioraptor curved anchors. The patients bone was described as marbled, very hard.